Event description:
This lead was implanted on (B)(6) 1996 and remains implanted at this time. This is noted due to noise. A call placed to technical services on (B)(6) 2013 states that representative states this lead is about to fail based on noise on lead causing pacing inhibition. Do not know if the inhibition lasts > 2 sec. Patient is symptomatic. Lead extraction/ replacement scheduled (B)(6) 2013 with dr. (B)(6) at (B)(6) medical center. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).